Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was discharged to a subacute rehabilitation center for vent-weaning. The pt developed an ischemic bowel post implant.

Manufacturer narrative:
A root cause for the report of ischemic bowel post-implant could not be determined. It was reported that the patient's issues were not device-related and the pump was operating as intended at the time of the event with normal pump parameters. The patient remains ongoing with the implanted heartmate ii lvad. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.